Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6182656. Medical device expiration date: 7/31/2018. Device manufacture date: 6/30/2016. Medical device lot #: 6245941. Medical device expiration date: 9/30/2018. Device manufacture date: 9/1/2016. Medical device lot #: 6272824. Medical device expiration date: 10/31/2018. Device manufacture date: 9/28/2016. Initial reporter phone #: (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 120 ml bd vacutainer® plastic urine collection cup leaked while being transported. No injury or medical intervention.